Manufacturer narrative:
(B)(4). On (B)(6) 2013, (B)(6) reported that the table top was missing the lock for the head-holder. The system had been installed approximately two weeks prior to reporting the head-holder issue. During a patient procedure, while the patient was in the head-holder, the head-holder came out of the table mounting and fell to the floor. The patient was able to keep their head up during this incident without injury. The field service engineer (fse) stated that the customer used tape to secure the head-holder, which allowed continued use of the table until the replacement table top was installed. The customer was able to complete the patient scan. No rescan required. There was no harm to a patient, operator or bystander. The fse reported that after evaluating the table, it was determined that the cavity for the accessories did not have the cutout that was necessary to secure the head-holder in place. On (B)(6) 2013, the fse replaced the table top, verified that the cutout was present, and that the accessories secured into place properly to resolve the issue. CT engineering evaluated this issue further and determined engineering investigation found that the latch slot width dimension is too small in the related position on the carbon top where the slot on the latch might interfere; the latch slot is in minimum dimension status and carbon top flange is in maximum dimension status. There are two possible causes of this issue: the head/foot extension latch design, and carbon top opening thickness for the head/foot extension. Engineering proposed to change the dimension of the slot width on the latch through an engineering change order (eco). Change accessory latch molding to improve locking feature with the carbon top. Through this eco a change to the geometry (width and radii) of the lock feature of the latch was implemented to assure engagement of the lock eco e-050820 was released on (B)(6) 2015. Supplier corrective action request (scar) was opened on (B)(6) 2013 for the patient support due to an issue wherein the couch extensions would not latch. CT engineering investigation of this issue has determined it to be of acceptable risk. Multiple design mitigations are implemented to avoid this hazardous situation which may lead to injury. Design mitigations for prevention of the hazardous situations: system accessories have means to secure them to the patient support (table) top. Mechanical design per iec 60601-1 safety factor requirements. Design mitigations enabling human response: positive lock device for attachment warning labels as appropriate on devices loose extension latching can be detected by trained personnel during loading/unloading a patient for scanning service instructions/manuals document proper handling, assembly techniques and quality checks. Service instructions/manuals document quality checks prior to initiating motions.

Event description:
The customer reported that the table top was missing the lock for the head holder. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse reported that the system had been installed a couple weeks earlier and that during a patient procedure, while the patient was in the head holder, the head holder came out of the table mounting and fell to the floor. The fse reported that the patient was able to keep their head up. The fse evaluated the table and determined that the cavity for the accessories did not have the cutout that was necessary to secure the head holder in place. The fse replaced the table top, verified that the cutout was present, and that the accessories secured into place properly to resolve the issue.